Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges to have been diagnosed with liver failure in (B)(6) 2021. Patient states the device was not in use of at the time of the alleged incident. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging that the patient have been diagnosed with liver failure related to a CPAP device's sound abatement foam. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer performed the external and internal inspection observed that there was a brownish yellow contaminant consistent with tobacco usage on the top enclosure, rear panel, front panel, and in the bottom enclosure. A blackish brown contaminate is found in the inside iso port, blower outlet and in the blower impellers. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. In this report in section h6 health effect-clinical code and health effect-impact code were corrected and medical device problem code, type of investigation code, investigation findings code and investigation conclusions code has been updated